Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod between 24 and 36 hours. The patient reports they had been vomiting. The patient reports their continuous glucose monitor (cgm) had read high but their fingerstick was reading 170 mg/dl to 200 mg/dl and as low as 62 mg/dl. The patient reports they had eaten bacon, eggs and rice. Once at the hospital the patient was diagnosed with dka and pancreatitis. The patient was treated with intravenous fluids as well as an insulin drip and antibiotics. The patients nurse reports the patients cgm is matching up with the finger sticks now. The patient remains in the hospital at the time of this call.